Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name) and d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. A definitive root cause of the foreign material in the scope could not be determined. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif-xz1200 operation manual, chapter 3: "preparation and inspection". -preventive measures: gif-xz1200 reprocessing manual, chapter 5: "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented as the legal manufacturer re-evaluated the subject device and provided additional investigation results. As a result of collecting the material and analyzing the component, it was confirmed that the foreign material was mixture of silicone and silicates. Protein may have been derived from human or protein-based medical solution. Silicates may also have been generated by chemical solution, cleaning solution, or residual water. However, the specific root cause of the foreign material remaining in the device could not be determined.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to a crack on upwards/downwards knob, water tightness is lost; due to a scratch on switch2, water tightness is lost; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a crack; scope connector has a scratch; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; switch box has a scratch; light guide lens has a crack; scope connector is dirty due to water leakage; connecting tube has a wrinkle; connecting tube has a scratch; distal end cover has a scratch; light guide lens has a crack; objective lens has discoloration; scope cover unit has a scratch; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; image guide protector has a scratch; suction cylinder is shaved; due to dirt on objective lens, there is a lack of image on the monitor; right/left knob has a scratch; universal cord has a wrinkle; universal cord has a scratch; grip has a scratch; control unit has a scratch; switch box has a scratch; and forceps elevator knob has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had a foreign object. There were no reports of patient involvement.